Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 433 mg/dl. The customer treated her blood glucose level with a manual injection. The customer believed the issue was the reservoirs. The alarm was caused by an infusion set/reservoir occlusion. The device was not returned.